Event description:
It was reported that the programmer would not interrogate an implantable heart device. Follow-up determined that changing out the radiofrequency programmer head did not resolve the issue. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer had interrogation difficulties, the programmer passed all of its final functional and systems tests. (B)(4).